Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side "patologic anatomy report of the left periprotesic capsula done, there is a fibrotic pseudocapsula with histiocitary reaction and presence of foreing material (silicone). Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported left side "pathologic anatomy report of the left periprosthetic capsula done, there is a fibrotic pseudocapsula with histiocitary reaction and presence of foreign material (silicone). Device has been explanted and replaced.